Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. A motor stall was seen upon interrogation. It was unknown if the patient had a recent MRI. The pump was currently in safe state (minimum rate mode). The patient tried to utilize their personal therapy manager (ptm) after replacing the batteries (due to normal usage) and the patient knew something was wrong. The pump began to alarm and the pump went into minimum rate mode. The patient was currently at their clinic. The issue began (B)(6) 2016. The elective replacement indicator (eri) was stated to be 22 months. The manufacturer representative was to confer with the healthcare provider (hcp). The manufacturer representative had not heard from the clinic yet regarding the issue, but expected to be there the week of (B)(6) 2016. No symptoms were reported.